Event description:
The customer states that endocrinologists at this facility claim that architect ipth assay results are higher than expected. The sample was tested on the architect i2000sr analyzer and generated a result of 203.1 pg/ml (normal range 8.5 to 72.5 pg/ml). The sample was then sent to a reference lab and generated a result of 134.0 pg/ml (normal range 10 to 65 pg/ ml) on a non-abbott system. Controls have been within specifications. There is no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).

Manufacturer narrative:
Accuracy testing was performed using an in-house reserved sample. Testing met all validity and acceptance criteria. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The abbott architect intact pth package insert contains information to address the customer's current issue. A review of the following study -"performance characteristics of six intact parathyroid hormone assays" - sonia l. La'ulu, william l. Roberts, (B)(4), was conducted and found that while the architect ipth assay does have a positive bias, it's correlation with the other assays was acceptable. Based on the results of this evaluation, the architect ipth reagent is performing as intended and no product issues were identified. No further investigation is required. Catalog number changed to 08k25-27.